Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp pump had to be pulled because the 0.018 wire split in the impella during threading. There was no reported patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) has been completed since the original report was filed. The device was returned for investigation. Product evaluation confirmed that there was a coil fracture and unravelling at the tip of the guidewire. The cause of the guidewire product damage is not determined because not enough clinical information was provided.